Manufacturer narrative:
Expiration date: 12/2020. Mfg date: 01/2016. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. It was further noted that we are uninformed on the number of affected devices. A batch record indicates that no non-conformances and deviations related to complaint issue were initiated. The batch record review resulted in a discrepancy which was previously investigated and is closed. The previous investigation defines the possible root causes for the issue but, a true root cause cannot be identified on the base of information received. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4). Note: two cases associated with this complaint. A separate FDA form 3500a has been completed for the known device associated with this complaint.

Event description:
Complaint received reporting that "the luer lock valve is not hermetic and result in leaking of urine in the luer lock valve port." No further information was provided.